Event description:
The clinician successfully implanted a gore tag thoracic endoprosthesis device. Upon the removal of the introducer sheath, the iliac artery tore. The clinician made a mid-line incision and used a hemoshield 10x30 to repair the vessel. The patient's status was stable following the procedure.